Event description:
It was reported that a patient using the ilet experienced a hyperglycemic excursion with a peak blood glucose of 241 mg/dl followed by a hypoglycemic event after not announcing a meal; automated insulin delivery then slightly overcorrected, and the patient subsequently treated the low with recovery to regulated glucose levels. Symptoms included no reported symptoms during the hyperglycemic period. Outcomes included no alerts or alarms, no hospitalization, and no need for further assistance after self-treatment. Investigation included review of device report logs and user history. Investigation of this case revealed that the event was associated with a missed meal announcement leading to postprandial hyperglycemia and subsequent algorithm-driven correction contributing to hypoglycemia, with device performance otherwise consistent with design and no component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error from missed meal announcement mitigated by education and planned initiation of meal announcements.